Manufacturer narrative:
Upon receipt, the device was above elective replacement indicator. The reported field event of a set screw anomaly was confirmed. The silicone found inside the atrial and right ventricular (rv) set screw hex cavities prevented full insertion of the torque driver into the hex cavities. When pressure was applied to tighten the set screws, the hex cavities were stripped which is consistent with procedural damage. The stripped set screw hex cavities prevented the set screws from being properly engaged and tightened. Varying high voltage lead impedance was confirmed in the device image and is consistent with the rv lead not being able to be fully secured into the header due to the stripped rv set screw hex cavity.

Event description:
During an unrelated revision procedure, several attempts to connect the right atrial (ra) lead to the device were made but were unsuccessful. The physician was unable to tighten the ra lead into the set screw of the device. The device was explanted and replaced. The patient was stable.